Event description:
It was reported that the device was used during an unk procedure, the device broke off and lodged in the pt. The surgeon was able to remove the tip, however, it extended the or time 30 mins. The case was completed with a second like device. There was no pt consequence reported.